Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. Further review of the device's activity log indicated multiple defib cable ID changes. However, after extensive testing the reported problem could not be duplicated. The defib cable receptacle was replaced and a new multifunction cable is returning with the device as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.